Manufacturer narrative:
This proximal lateral tibia plate ts axsos for left tibia 6 hole, l147mm is concomitant and did not contribute to the reported failure. This investigation is therefore closed in phase 1. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
The customer, reported that when the surgeon,tried to put 4mm locking screws into the distal hole in the plate the head wouldn't go through the hole. A very small part of the head came off one of the screws. It was not reported whether this fell into the surgical site but the customer has the small fragment set aside. The surgeon removed the 4mm screws and replaced them with 3.5mm locking screws which did go through the axsos distal lateral tibial plate. The sales representative reported that the surgeon did not reverse the 4mm screws first to centralize them ie he omitted the back turn recommended in the IFU. There was a 10 minute delay to surgery. The sales representative reported on behalf of the customer that unsuccessful attempts were made to insert three 4mm screws.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Plate remains implanted.

Event description:
The customer, reported that when the surgeon,tried to put 4mm locking screws into the distal hole in the plate the head wouldn't go through the hole. A very small part of the head came off one of the screws. It was not reported whether this fell into the surgical site but the customer has the small fragment set aside. The surgeon removed the 4mm screws and replaced them with 3.5mm locking screws which did go through the axsos distal lateral tibial plate. The sales representative reported that the surgeon did not reverse the 4mm screws first to centralize them ie he omitted the back turn recommended in the IFU. There was a 10 minute delay to surgery. The sales representative reported on behalf of the customer that unsuccessful attempts were made to insert three 4mm screws.